Event description:
It was reported that this pacemaker oversensed noise on the right ventricular (rv) lead resulting in pacing inhibition. Attempts to reproduce noise with isometrics and pocket manipulation were unsuccessful. The pacemaker sensitivity was reprogramed, and the device remains in service. Although the patient is pacemaker dependent there were no adverse patient effects reported because of the pacing inhibition. The patient will be monitored.